Manufacturer narrative:
Additional information: section h imdrf annex a and imdrf annex g.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not detcted on bus after swapping between station. Both the fridge had issue and device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on bus after swapping between stations. A field service engineer explained to the customer that when a device is moved, it must be reconfigured, dialed in remotely and assisted with the reconfiguration of the remote manager that had been relocated to a new station. After completing the configuration, the customer was able to access refrigerated medications without further issues. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not detcted on bus after swapping between station. Both the fridge had issue and device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.